Event description:
Remunity pump delivering remodulin stopped working due to battery malfunction. All 4 batteries malfunctioned simultaneously, cartridge holding medication leaked onto the pump and it stopped working; events resulted in hospitalization until new specialty batteries and pumps could be ordered and delivered.